Event description:
It was reported that the insulin pump was cracked around the battery compartment and that it sometimes delivered too much insulin. The customer experienced a low blood glucose of 2 mmol/l and treated with a banana. Nothing further was reported.

Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was monitored for 24 hours with a 2.0 basal rate and programed several bolus units. The basal and bolus matched properly with daily totals. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, broken battery tube threads and a broken belt clip slot.